Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported 8110 had 354.6770 error code was not identified during the customer call. However, to address the issue, tech support recommended to see if sensor or logic board is on hand.

Event description:
It was reported that the 8110 had 354.6770 error code. There was no patient involvement.